Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was doing well and receiving therapeutic therapy.

Event description:
It was reported that when the patient's back had been opened up for surgery it was discovered that the catheter had come out of the pin connector. Both ends of the connector pin "were locked" so the pin connector was replaced. The patient symptoms included, "drainage/incisional wound opening, pain, and less that 50% therapy relief". The pump was infusing dilaudid.

Manufacturer narrative:
Catheter: model: 8781, serial# (B)(4), implanted: 2013 (B)(6),, explanted: unknown. (B)(4).